Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient is deceased. Further review of the manufacturer's database indicated the patient died approximately (B)(6) months post device implant. The cause of death has been requested and not received.

Manufacturer narrative:
Product event summary: (B)(4) the proximal segment of the leadwas returned, analyzed and no anomalies were found. It was noted there was apparent explant damage.

Event description:
It was reported the patient is deceased. Further review of the manufacturer's database indicated the patient died approximately six months post device implant. The cause of death has been requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.